Manufacturer narrative:
This report if submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed october 5, 2016. H3 other text : device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced pain and headache with the device. Subsequently, the device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.